Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported a software corruption error message was displayed. This error causes the system to lock up or not to boot, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.